Event description:
A customer reported a low reading issue with the adc device. The customer reported a low sensor reading and consumed candy and juice. The customer then began to feel unwell, with nausea, vomiting, and paleness, and went to hospital. A healthcare meter result of 240 mg/dl was obtained as compared to sensor reading of 50 mg/dl. The customer was put on insulin drip and hospitalized for 2 days until glucose was stabilized. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.